Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that the patient is having difficulty with charging. The rep reported not getting coupling despite using the antenna locate feature. It was reviewed how an x-ray should look if the implant is flipped. The ins did not appear flipped in the x-ray however this judgement was not made by a radiologist. It was also suggested to use another recharger to make sure. The rep stated the patient lost a lot of weight and the implant is moving around. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that after she lost weight the implant shifted out of the pocket and wouldn¿t charge. The patient had the device repositioned in (B)(6) 2018. The patient stated now the implant was so close to the skin and she could grab and hold it and after charging the implant site was sore. The patient clarified that the implant site was hurting before the implant was repositioned around the same time she couldn¿t charge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the patient's ins moving around in the pocket was due to the patient losing (B)(6) pounds and noticed difficulty charging since the weight loss. The rep attempted to use a different recharger with no improvement in charging status. The patient is being scheduled for a pocket revision. The date of the revision has not been determined yet. The issue has not been resolved at this time. No further information was reported.